Manufacturer narrative:
(B)(4).

Event description:
The customer reported the device alarmed due to a vent inop occurrence of a machine and proximal pressure sensor failure. There was no patient involvement.